Event description:
The clinician reported that nearly 1 month after the dental implant was placed in ada site 3, non-osseointegration was verified in type iii bone. Clinician noted fibrous tissue around the implant and its mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that nearly 1 month after the dental implant was placed in ada site 3, non-osseointegration was verified in type iii bone. Clinician noted fibrous tissue around the implant and its mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.